Event description:
It was reported during laparascopic cholecystectomy the red shield reset button did not stay down in an activated position. The case was completed opening another trocar. There was no consequence to the pt. 01/20/1998 rep reported total of 3 trocars are being returned.